Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 50% to 10%. Premature battery depletion was suspected. Data from the remote monitoring system was reviewed. Engineering review confirmed the device was depleting prematurely and replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 50% to 10%. Premature battery depletion was suspected. Data from the remote monitoring system was reviewed. Engineering review confirmed the device was depleting prematurely and replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was returned for analysis.